Event description:
It was reported that wearable failure occurred. The patient stated that they passed out and was taken to the hospital. As a result of passing out, their "head cracked and got concussion". The patient reported that this event occurred on (B)(6) 2024; however, they reported that the wearable failure occurred on (B)(6) 2024. The patient declined to provide further event details. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that wearable failure occurred. The patient stated that they passed out and was taken to the hospital. As a result of passing out, their "head cracked and got concussion". The patient reported that this event occurred due to a wearable failure that occurred on (B)(6) 2024. The patient declined to provide further event details. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: health effect - impact code -additional information. H6 codes: health effect - clinical code -additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that wearable failure occurred. Date of event is an approximation. The patient stated that ¿the other night¿ her blood glucose went so low she passed out and was taken to the hospital. As a result of passing out, she stated ¿I cracked my head, got a concussion.¿ the patient declined to provide further events or treatment details. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR and follow up report, it was clarified that the patient stated that approximately on (B)(6)2024, their sensor was "not reading" and as a result they passed out, their head cracked and they got a concussion. The reported wearable failure that was previously reported occurred on (B)(6)2024. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).